Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk), the device failed to discharge. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the prod and will be providing a follow-up report when our investigation is completed.